Event description:
It was reported that the customer's insulin pump alarmed button error and motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage keypad trace. The device had cracked battery tube threads. The unit alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.